Manufacturer narrative:
There was no documentation in the medical record that reveals the cause of the patient¿s peritonitis. Medical records reveal the patient had a chronic infection to the peritoneal dialysis access site (prior to the diagnosis of peritonitis) and that the patient was prescribed amoxicillin. Medical records reveal as of (B)(6) 2016, the exit site was improving but notes indicate that drainage persisted. Medical records do not indicate any causal relationship between the exit site infection and the patient¿s peritonitis. The medical records do not contain a peritoneal dialysis catheter exit site culture for review. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the patient¿s peritonitis.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. DHR review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) nurse reported a patient contacted the clinic on (B)(6) 2016 to report abdominal pain and cloudy effluent. A pd fluid culture was drawn and the patient was treated by the clinic with antibiotics. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, and the patient continues continuous cycler-assisted peritoneal dialysis (ccpd) treatments without further issue.